Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) was 340mg/dl last night. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient had to bolus several times to get bg down. The reporter stated that they are meeting the endocrinologist tomorrow. The reporter denied changes to ic ratio and no changes to diet. This report is being made due to the history settings issue.